Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. The ams700 ipp cylinders were visually inspected and leak tested. Both cylinders had leak in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; a hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders were not pressure test due to leak was identified. Product analysis was unable to identify device malfunction with the returned cylinders. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of "cause traced to component failure" was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to a sticky pump. A new spectra penile prosthesis (spp) device was implanted. The patient's outcome was good following the surgery.